Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 1 month after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. The doctor reported bone resorption was observed during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.